Event description:
It was reported via repair work order that footboard controls were intermittent due to a button sticking. No adverse consequence or clinically relevant delay in treatment was reported.